Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported there were high lead thresholds at device changeout. The lead was replaced and remains implanted- out of service. No patient complications have been reported as a result of this event. The patient was enrolled in the (B)(4) study.